Event description:
It was reported that the customer received a motor error alarm. The customer stated that he was preparing to put in a new infusion set when the alarm occurred. The customer's blood glucose was 147 mg/dl. The customer stated that there were no significant events leading up to the alarm. Explained that a false motor error alarm may have been caused by viewing the sensor glucose graph while the insulin pump was delivering a bolus. Troubleshooting was done. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error due to a corroded motor home switch. The insulin pump had minor scratches on the display window and a cracked case near the display window corners.